Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days with novolog insulin, tandem technical support educated the customer novolog insulin is indicated for use with tandem supplies for 3 days. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.